Event description:
It was reported, the patient had not recharged the ipg for almost two months. The patient had lost the external devices, but would continue to search for them. The sjm representative was to meet with the patient for troubleshooting. It was reported the patient had also been in a physical altercation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.